Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The manufacturing site reviewed the photo file attached to the cts report. The picture file displayed a single syringe assembly. The syringe was shown with the plunger retracted to around the 10ml graduation line and shows a piece of what appears to be clear plastic inside the syringe. The exact condition cannot be determined from the picture provided. Based on the quality inspection standard, the particulate or extraneous matter in the fluid pathway, would be considered an aql = .065 defect. There is not sufficient sampling data to determine if the defect frequency exceeds the acceptable quality level. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. Root cause analysis was conducted of the confirmed issue. The confirmed issue could be replicated in the manufacturing process. Breakage of a portion of the finger flange which subsequently entered the fluid pathway could be replicated at the barrel load station on the rotary assembly machine when the printed barrel was transferred directly into the barrel singulation mechanism, without any printed barrel buffer in the component feed line. A second contributing factor was identified related to the product quality verification system. The high plunger rod position detection system did not have sufficient sensitivity to detect the thickness of the broken finger flange piece in the barrel i.d. The following control mechanisms are in place to prevent the occurrence and acceptance of plastic pieces in the fluid path during the syringe assembly and packaging processes: medtronic maintains material verification processes. The resin, silicone and rubber tips must pass an inspection and certification review before they are released to the floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel and plunger rod is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The syringe assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. All syringe assemblies are inspected by a high plunger assembly detector. Syringes with high plunger assemblies are automatically ejected from the machine to scrap. Production inspectors are required to periodically perform visual inspections of the syringe to the quality inspection standard. During manufacturing, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. An assessment of the impact to syringe function resulting from the needle assembly and medication could not be conducted from the information provided. This is a single use syringe. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
Submit date: 06/14/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien (B)(6) 2016 that a customer had an issue with a syringe. The representative reports broken pieces of plastic found inside the barrel of the syringe.